Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. This rv lead was explanted along the entire system and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the rv lead was cut intentionally to be removed.